Manufacturer narrative:
G1: manufacturing facility - the device was manufactured at one of the two following manufacturing sites: baxter healthcare ¿ tunisia route de chebbaou 2021oued e tunis, tunisia or baxter healthcare ¿ singapore 2 woodlands industrial park d singapore, singapore 738750. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis (pd) therapy. During the troubleshooting, there was a leak identified during use of a homechoice cassette. The leak was further described as ¿moisture was found under the dialysis solution bag on the heating plate¿, however, the source of the leak could not be found with the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.